Manufacturer narrative:
The occupation is lay user/patient.

Event description:
Customer complained of a discrepant inr result between a coaguchek xs meter (B)(4) and a lab using an unknown meter. At 7:13 am, the customer result was 6.2 inr. At 7:22 am the customer retested on the meter and the result was 5.9 inr. The customer had a lab test within 7 hours and the result was 4.0 inr. There was no allegation of an adverse event. The customer's therapeutic range is 2.0-3.0 inr. The customer's warfarin dose was reduced following the tests. Customer was unsure if their warfarin dose was adjusted based on the meter result. Customer is not anemic and does not have any antiphospholipid antibodies. The customer is only on warfarin for anticoagulation. The customer has had no diet changes. Customer had no symptoms of bleeding or bruising. Retention test strips ((B)(4)) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.